Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation of returned device found component to be within appropriate print specifications and no evidence of product nonconformance. During the evaluation, it was noted that the connecting bolt fractured along the threads, which is a known risk of the procedure when excessive force is used. A design change was implemented to strengthen the bolt due to previous similar incidents in which excessive force resulted in the bolt fracturing along the threads. However, in this event, proper surgical technique was reportedly utilized and a conclusive root cause could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported during an initial procedure on (B)(6) 2016, the thread part of the connecting bolt fractured when the nail was inserted. No pieces fell in to the patient. Another connecting bolt was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.